Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Additional information was received which indicated that prior to the pump exchange, the patient reportedly was having significant worsening shortness of breath with a positive ramp test. There was no sign of a pump pocket or driveline infection. Further information was not made available.

Manufacturer narrative:
The evaluation of the returned pump revealed depositions in the outlet graft, outlet elbow, inlet stator, outlet stator, and rotor body of the returned pump. These depositions were exposed to a fixative agent prior to being returned for evaluation. Because of this exposure, the composition of the thrombus and its origins could not be conclusively determined. The depositions throughout the pump appeared to be consistent with fixated blood. The distal end of the rotor body revealed contact marks. This suggests that a deposition may have been present while the pump was operating. It is possible that the blood denatured while the pump was in operation due to low flow. However, the duration of its presence in the pump and cause could not be conclusively determined. Furthermore, the cause of the low flow could not be conclusively determined. Additionally, a kink in the outflow graft was observed near the proximal end. A kinked graft may cause pump flow issues. However, the evaluation could not conclusively determined if the kink was present while the pump was in use due to the outflow graft bend relief being returned unattached and the pump being exposed to the fixative. It is possible that the kink occurred during explant or during transport back to the manufacturer. Electrical continuity testing did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process; the device functioned as intended. The manufacturer¿s instructions for use lists device thrombosis as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The MFR received a report through device tracking indicating pump exchange. Device malfunction was reported. No other info has been provided at this time.

Manufacturer narrative:
The MFR is attempting to acquire the explanted device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.